Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ("unusual rashes") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of cysts on her ovaries and severe migraines prior to undergoing the implantation of essure. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), ovarian cyst ("cysts on her ovaries"), migraine ("severe migraines") and fibromyalgia ("fibromyalgia") with insomnia, hypoaesthesia, anxiety, depression, irritable bowel syndrome and fatigue. The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the rash, ovarian cyst, migraine and fibromyalgia outcome was unknown. The reporter considered fibromyalgia, migraine, ovarian cyst and rash to be related to essure. Diagnostic results: hysterosalpingogram - on an unknown date: essure coils were properly in place and her fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain"), rash ("unusual rashes") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure (batch no. 20205263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic pain, menometrorrhagia, ovarian cystectomy, gynaecological examination, pap smear abnormal, cryotherapy, disability, endometriosis, reactive airways disease, drug hypersensitivity (vancomycin, and rocephin allergy) and gravida ii. No history of cysts on her ovaries and severe migraines prior to undergoing the implantation of essure. Hysterosalpingogram - on an unknown date: essure coils were properly in placea nd her fallopian tubes were occluded. On (B)(6)2010 patient had hysterosalpingography resuted in no fallopian tube spillage noted. Erythemetous cervix. Previously administered products included for an unreported indication: iud from 1999 to 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia") with insomnia, hypoaesthesia, anxiety, depression, irritable bowel syndrome and fatigue. In (B)(6) 2012, the patient experienced abdominal distension ("bloating") and nausea ("nausea"). In 2012, the patient experienced arthralgia ("hip pain/joint pain"), back pain ("back pain") and pain in extremity ("right leg pain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced migraine ("severe migraines") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), ovarian cyst ("cysts on her ovaries") and abdominal pain ("abdominal apin/ stabbing pain"). The patient was treated with clonazepam (clonopin), escitalopram, hydrocodone, ibuprofen, oxycodone hydrochloride;paracetamol (percocet), promethazine hydrochloride (promethazin), propranolol (propanolol), sumatriptan (imitrex), tizanidine, topiramate and surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, ovarian cyst, fibromyalgia, abdominal pain lower, pain in extremity and nausea outcome was unknown, the genital haemorrhage, migraine, abdominal pain and abdominal distension was resolving and the arthralgia and back pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, fibromyalgia, genital haemorrhage, migraine, nausea, ovarian cyst, pain in extremity, pelvic pain and rash to be related to essure. The reporter commented: trailing coils left 2 and right 1 she still experiences bloating and abdominal pain to this day diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on (B)(6) 2017: result: normal. Ultrasound scan - on (B)(6) 2017: result: no significant findings. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abdominal pain lower, chronic pelvic pain, anxiety, depression, irritable bowel syndrome, fibromyalgia which diffuse muscle aches, joint pains and back pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: outcome of event " unusual bleeding was updated as recovering" incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), rash ('unusual rashes') and genital haemorrhage ('unusual bleeding') in an adult female patient who had essure (batch no. 20205263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic pain, menometrorrhagia, ovarian cystectomy, gynaecological examination, pap smear abnormal, cryotherapy, disability, endometriosis, reactive airways disease, drug hypersensitivity (vancomycin, and rocephin allergy) and gravida ii. No history of cysts on her ovaries and severe migraines prior to undergoing the implantation of essure. Hysterosalpingogram - on an unknown date: essure coils were properly in place and her fallopian tubes were occluded. On (B)(6) 2010 patient had hysterosalpingography resulted in no fallopian tube spillage noted. Erythematous cervix. Previously administered products included for an unreported indication: iud from 1999 to 2009. Concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia") with insomnia, hypoaesthesia, anxiety, depression, irritable bowel syndrome and fatigue. In (B)(6) 2012, the patient experienced abdominal distension ("bloating") and nausea ("nausea"). In 2012, the patient experienced arthralgia ("hip pain/joint pain"), back pain ("back pain") and pain in extremity ("right leg pain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced migraine ("severe migraines") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), ovarian cyst ("cysts on her ovaries"), abdominal pain ("abdominal pain/ stabbing pain") and menstrual disorder ("unusual periods"). The patient was treated with clonazepam (clonopin), escitalopram, hydrocodone, ibuprofen, oxycodone hydrochloride;paracetamol (percocet), promethazine hydrochloride (promethazin), propranolol (propanolol), sumatriptan (imitrex), tizanidine, topiramate and surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, ovarian cyst, fibromyalgia, abdominal pain lower, pain in extremity, nausea and menstrual disorder outcome was unknown, the genital haemorrhage, migraine, abdominal pain and abdominal distension was resolving and the arthralgia and back pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, fibromyalgia, genital haemorrhage, menstrual disorder, migraine, nausea, ovarian cyst, pain in extremity, pelvic pain and rash to be related to essure. The reporter commented: trailing coils left 2 and right 1. She still experiences bloating and abdominal pain to this day. Current weight - 140 1bs. Date(s) of insertion: (B)(6) 2009 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Smear cervix - on (B)(6) 2017: result: normal. Ultrasound scan - on (B)(6) 2017: result: no significant findings. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abdominal pain lower, chronic pelvic pain, anxiety, depression, irritable bowel syndrome, fibromyalgia which diffuse muscle aches, joint pains and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received. Event unusual periods and rcc were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), rash ('unusual rashes') and genital haemorrhage ('unusual bleeding') in an adult female patient who had essure (batch no. 20205263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic pain, menometrorrhagia, ovarian cystectomy, gynaecological examination, pap smear abnormal, cryotherapy, disability, endometriosis, reactive airways disease, drug hypersensitivity (vancomycin, and rocephin allergy) and gravida ii. No history of cysts on her ovaries and severe migraines prior to undergoing the implantation of essure. Hysterosalpingogram - on an unknown date: essure coils were properly in place and her fallopian tubes were occluded. On (B)(6) 2010 patient had hysterosalpingography resulted in no fallopian tube spillage noted. Erythematous cervix. Previously administered products included for an unreported indication: iud from 1999 to 2009. Concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia") with insomnia, hypoaesthesia, anxiety, depression, irritable bowel syndrome and fatigue. In (B)(6) 2012, the patient experienced abdominal distension ("bloating") and nausea ("nausea"). In 2012, the patient experienced arthralgia ("hip pain/joint pain"), back pain ("back pain") and pain in extremity ("right leg pain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced migraine ("severe migraines") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), ovarian cyst ("cysts on her ovaries"), abdominal pain ("abdominal pain/ stabbing pain") and menstrual disorder ("unusual periods"). The patient was treated with clonazepam (clonopin), escitalopram, hydrocodone, ibuprofen, oxycodone hydrochloride;paracetamol (percocet), promethazine hydrochloride (promethazin), propranolol (propanolol), sumatriptan (imitrex), tizanidine, topiramate and surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, ovarian cyst, fibromyalgia, abdominal pain lower, pain in extremity, nausea and menstrual disorder outcome was unknown, the genital haemorrhage, migraine, abdominal pain and abdominal distension was resolving and the arthralgia and back pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, fibromyalgia, genital haemorrhage, menstrual disorder, migraine, nausea, ovarian cyst, pain in extremity, pelvic pain and rash to be related to essure. No further causality assessment were provided for the product. The reporter commented: trailing coils left 2 and right 1. She still experiences bloating and abdominal pain to this day. Current weight - 140 1bs. Date(s) of insertion: (B)(6) 2009 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Smear cervix - on (B)(6) 2017: result: normal. Ultrasound scan - on (B)(6) 2017: result: no significant findings. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abdominal pain lower, chronic pelvic pain, anxiety, depression, irritable bowel syndrome, fibromyalgia which diffuse muscle aches, joint pains and back pain. Lot number: 20205263 manufacture date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain"), rash ("unusual rashes") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure (batch no. 20205263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic pain, menometrorrhagia, ovarian cystectomy, palpitation, pap smear abnormal, cryotherapy, disability nos, endometriosis, reactive airways disease, drug hypersensitivity (vancomycin, and rocephin allergy) and vaginal delivery. No history of cysts on her ovaries and severe migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: iud from 1999 to 2009. On (B)(6)2009, the patient had essure inserted. In may 2012, the patient experienced abdominal distension ("bloating") and nausea ("nausea"). In 2012, the patient experienced arthralgia ("hip pain/joint pain"), back pain ("back pain") and pain in extremity ("right leg pain"). In may 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("severe migraines") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), ovarian cyst ("cysts on her ovaries"), fibromyalgia ("fibromyalgia") with insomnia, hypoaesthesia, anxiety, depression, irritable bowel syndrome and fatigue and abdominal pain ("abdominal apin/ stabbing pain"). The patient was treated with clonazepam (clonopin), escitalopram, hydrocodone, ibuprofen, oxycodone hydrochloride;paracetamol (percocet), promethazine hydrochloride (promethazin), propranolol (propanolol), sumatriptan (imitrex), tizanidine, topiramate and surgery (partial hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, rash, genital haemorrhage, ovarian cyst, fibromyalgia, abdominal pain lower, pain in extremity and nausea outcome was unknown, the migraine, abdominal pain and abdominal distension was resolving and the arthralgia and back pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, fibromyalgia, genital haemorrhage, migraine, nausea, ovarian cyst, pain in extremity, pelvic pain and rash to be related to essure. The reporter commented: trailing coils left 2 and right 1 diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on (B)(6)2017: result: normal. Ultrasound scan - on (B)(6)2017: result: no significant findings. Diagnostic results: hysterosalpingogram - on an unknown date: essure coils were properly in placea nd her fallopian tubes were occluded. On (B)(6)2010 patient had hysterosalpingography resuted in no fallopian tube spillage noted. Erythemetous cervix concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abdominal pain lower, chronic pelvic pain, anxiety, depression, irritable bowel syndrome, fibromyalgia which diffuse muscle aches, joint pains and back pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical record received. Event: nausea was newly added. Reporter information and patient demographic information was updated. Other relevant history updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of rash ("unusual rashes"), pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure (batch no. 20205263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of cysts on her ovaries and severe migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: iud from 1999 to 2009. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced arthralgia ("hip pain"), back pain ("back pain") and pain in extremity ("right leg pain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced migraine ("severe migraines"). On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), ovarian cyst ("cysts on her ovaries"), fibromyalgia ("fibromyalgia") with insomnia, hypoaesthesia, anxiety, depression, irritable bowel syndrome and fatigue, abdominal pain lower ("cramping"), abdominal pain ("abdominal apin") and abdominal distension ("bloating"). The patient was treated with hydrocodone, oxycocet (percocet), topiramate, clonazepam (clonopin), escitalopram, propranolol (propanolol), sumatriptan (imitrex), hydrocodone, tizanidine, promethazine hydrochloride (promethazin), ibuprofen, surgery (hysterectomy) and surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the rash, pelvic pain, ovarian cyst, fibromyalgia, genital haemorrhage, abdominal pain lower and pain in extremity outcome was unknown, the migraine, abdominal pain and abdominal distension was resolving and the arthralgia and back pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, fibromyalgia, genital haemorrhage, migraine, ovarian cyst, pain in extremity, pelvic pain and rash to be related to essure. The reporter commented: trailing coils left 2 and right 1 diagnostic results: hysterosalpingogram - on an unknown date: essure coils were properly in placea nd her fallopian tubes were occluded. On (B)(6) 2010 patient had hysterosalpingography resuted in no fallopian tube spillage noted. Erythematous cervix concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abdominal pain lower most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, treatment drug added, lot number added , event added as:- unusual bleeding, pain and cramping,bloating, abdominal pain, leg pain,treatment drug added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), rash ("unusual rashes") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure (batch no. 20205263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of cysts on her ovaries and severe migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: iud from 1999 to 2009. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced arthralgia ("hip pain"), back pain ("back pain") and pain in extremity ("right leg pain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced migraine ("severe migraines"). On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), ovarian cyst ("cysts on her ovaries"), fibromyalgia ("fibromyalgia") with insomnia, hypoaesthesia, anxiety, depression, irritable bowel syndrome and fatigue, abdominal pain lower ("cramping"), abdominal pain ("abdominal apin") and abdominal distension ("bloating"). The patient was treated with hydrocodone, oxycocet (percocet), topiramate, clonazepam (clonopin), escitalopram, propranolol (propanolol), sumatriptan (imitrex), hydrocodone, tizanidine, promethazine hydrochloride (promethazin), ibuprofen, surgery (partial hysterectomy) and surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, ovarian cyst, fibromyalgia, genital haemorrhage, abdominal pain lower and pain in extremity outcome was unknown, the migraine, abdominal pain and abdominal distension was resolving and the arthralgia and back pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, fibromyalgia, genital haemorrhage, migraine, ovarian cyst, pain in extremity, pelvic pain and rash to be related to essure. The reporter commented: trailing coils left 2 and right 1. Diagnostic results: hysterosalpingogram - on an unknown date: essure coils were properly in placed and her fallopian tubes were occluded. On (B)(6) 2010 patient had hysterosalpingography resulted in no fallopian tube spillage noted. Erythematous cervix . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.